Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative (rep). They reported the cause of why the lead moved was due to the patient falling awhile ago. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead. Other applicable component's codes: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's lead had moved and the patient was not getting paresthesia she wanted. Lead revision was then scheduled. Patient reported she had fallen and could be related to the issues. Surgical intervention occurred, patient had a lead revision and had old leads removed. The healthcare provider (hcp) was unable to pass new ones due to obstruction/scar tissue. The hcp tried with pli kit, then aborted. It was reported that battery replaced to left hip, lead tails inserted in ports to protect them. Representative (rep) reports that actions/interventions taken were pli kits and multiple needle locations. Rep wanted to know how they could plug the neurostimulator if they only have one plug and what MRI compatibility the patient would have in this scenario. It was reported patient has a history of chronic pain. No further complications were reported or anticipated.